Event description:
Add'l info received from MFR on 01/27/03: the device has been discarded. No testing could be performed. No identifying batch or lot info was provided so manufacturing records could not be reviewed.

Event description:
Pt underwent a diverticulectomy and incidental appendectomy. They were discharged from the hosp in stable condition. Rptr now understands the pt died of "shock secondary to infarction of the small bowel secondary to volvulus, associated with the recent surgery for meckel's diverticulum and appendectomy. The manner of death is accidental", per autopsy report. The autopsy report also states, "volvulus, small bowel with extensive infarcts. Status post meckel's diverticulum repair and appendectomy with apposition of intestinal loop and mesentery by a surgical staple. Apposition of small bowel loops (distal to volvulus) by a second surgical staple."